Event description:
A report was received that the patients charger will not connect to ipg. It was noted that the placement of the ipg was too deep. The patient underwent a revision procedure and was reportedly doing well postoperatively.